Event description:
It was reported that during an esophagogastroduodenoscopy (egd) procedure the balloon "popped". A cre 6-8mm 8cm f/g balloon catheter had been advanced to dilate a gastric duodenal anastamosis. The balloon was successfully dilated to 6mm and 7mm. The balloon "popped" when it was dilated to the 8mm size. The device was removed intact. The procedure was completed with a different device. There were no pt complications reported with the pt's current condition listed as "ok".